Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was a camera malfunction. At the beginning of the surgery, a "localizer faulted" message was displayed. During surgery, the tracking details showed that the probe was further away from the camera than it actually was. A hard reboot was performed, and the issue resolved. However, a new issue arose as the camera was not detecting the probe. The spheres attached to the probe were replaced, but the camera still failed to detect the probe. There was a surgical delay due to the issue of thirty minutes, and the procedure was completed without issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot#: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found with the camera or instrument. Multiple registrations were performed successfully. Both geometrical error and accuracy of registration were within the expected values. Two different probes were tested. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the camera malfunction. A1102 was coded for the "localizer faulted" message. A0709 was coded for the camera not detecting the probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured two sessions on the date of issue. In one of the session logs, multiple ndi error code-12 were recorded with the optical localizer service after the user was in the plan tasks. As per the case details, the user found to reboot the system, and the errors with the localizer were not observed in subsequent sessions. The analyst suspected an issue with the ndi toolbox that was resolved with the system reboot. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes fdm b01, fdr c19, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: d3-4 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.